Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced a hardware failure. Dexcom technical support advised patient's wife to restart device on (B)(6) 2014.